Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial glossectomy, while dissecting the cervical region, no proper thermal spread was seen and tissue was not sealed after making about 5 seals even though there was an end tone. The device and generator were replaced, but the issue was not solved. Additional ligation was provided to the tissue because it was oozing. The surgeon is very familiar with the use of ligasure hand pieces. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial glossectomy, while dissecting cervical region, no proper thermal spread was seen and tissue was not sealed after making about 5 seals even though there was an end tone. The device and generator were replaced but the issue was not solved. Additional ligation was provided to the tissue because it was oozing. The surgeon is very familiar with the use of ligasure hand pieces. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one lf1212 was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.